Event description:
Floseal was opened for spinal case. Before it was placed on the field it was noticed that the 5ml syringe had only 1ml of product in the package. Opened another box and it was complete.